Event description:
The lab ran a series of patient samples for total psa and received erroneous results. Approximately 10 to 12 samples were reported by the lis system as 0.1 ng/ml. The samples were repeated using the original aliquot on a different analyzer at the site in early 2009. Seven examples were provided. Sample 1 initial result was 0.1 ng/ml, repeat result was 4.3 ng/ml. Sample 2 initial result was 0.1 ng/ml, repeat result was 2.67 ng/ml. Sample 3 initial result was 0.1 ng/ml, repeat result was 1.23 ng/ml. Sample 4 initial result was 0.1 ng/ml, repeat result was 0.40 ng/ml. Sample 5 initial result was 0.1 ng/ml, repeat result was 0.80 ng/ml. Sample 6 initial result was 0.4 ng/ml, repeat result was 1.00 ng/ml. Sample 7 initial result was 2.6 ng/ml, repeat result was 4.95 ng/ml. The user stated they did not know if the patient received any treatment as a result of the erroneous values. The field service representative was not able to find a cause and noted he found no issues with the system. System performance was verified by an assay performance check.